Event description:
It was observed in the device evaluation that the camera head's cable unit had poor watertightness, watertightness was lost, and damage on the cable. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause was identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to poor watertightness of cable unit, water tightness was lost. In regard to the other identified malfunction, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.